Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection of the returned tasp exhibits signs of repeated use (nicked and gouged). The tasp has fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
This tasp was broken after washing. No patient involvement.